Manufacturer narrative:
(B)(4). Eval: results: (tight and calcified lesion), (force was used), (stent deformation and failure to deliver the stent). Conclusion: (tight and calcified lesion), (force was used). Eval summary: the stent was positioned on the balloon between the marker bands. The sixth proximal stent segment was raised and deformed. The distal tip was frayed.

Event description:
The physician was attempting to advance an endeavor sprint over the wire (otw) drug-eluting stent to the circumflex. Predilation was completed with a semi-compliant balloon. The lesion was tight and calcified and force was used in an attempt to cross the lesion. The device could not cross the lesion and on removal it was noted that a stent strut was lifted. The physician then dilated the lesion again and a new shorter stent was used to stent the lesion. The pt did well and no clinical sequelae were reported. There was no abnormalities noted prior to use of the device.